Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt's therapy electrodes (tes) were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional tes) has been confirmed. As received, the belt failed incoming testing. Upon evaluation , there was an open along the pulse wire between the front te and ECG 'a'. The cause of the non-functional tes is the open pulse wire. The root cause of the open wire was excessive force placed on the cable. No adverse event resulted from the defective electrode belt.